Event description:
Took only one bx sample then would not discharge to get further samples. Opened new bx gun to complete procedure.manufacturer response for biopsy gun, biopince (per site reporter)======================they issued rga#; asked to have sent in for qa.